Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a peripheral percutaneous coronary intervention treatment procedure, a blade lifted from the balloon. The location of the target lesion was not specified. The 8.00mmx2.0cmx50cm pcb otw cutting balloon was advanced to the target lesion and inflation was performed without incident. Upon removal of the cutting balloon from an unspecified introducer sheath, a blade was noted to be lifted from the surface of the balloon. The procedure had been successfully completed with this device. There were no patient complications reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluation by manufacture: visual and microscopic analysis revealed that approximately 12mm of the blade and pad had peeled back distally from the proximal edge of the balloon. Blades one through three was observed to be present and fully bonded to the balloon surface. Solidified contrast media was present within the balloon. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were also visually and microscopically examined and no issues were noted with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that post a peripheral percutaneous coronary intervention treatment procedure, a blade lifted from the balloon. The location of the target lesion was not specified. The 8.00mmx2.0cmx50cm pcb otw cutting balloon was advanced to the target lesion and inflation was performed without incident. Upon removal of the cutting balloon from an unspecified introducer sheath, a blade was noted to be lifted from the surface of the balloon. The procedure had been successfully completed with this device. There were no patient complications reported and the patient's status is listed as ok.